Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
(B)(4). There is limited information about the reported death as the information was reported in a literature article. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿higher rate of complications with uncemented compared to cemented total hip arthroplasty for displaced intracapsular hip fractures: a randomised controlled trial of 50 patients¿ by n. D. Clement, et al, published by european journal of orthopaedic surgery and traumatology (2020), https://doi.org/10.1007/s00590-020-02808-x, 9 pages, was reviewed. The primary aim of this study was to compare the functional outcome of uncemented with cemented total hip arthroplasty (tha) for displaced intracapsular hip fractures in 50 patients with poor bone quality implanted between september 2009 and december 2010. Requirements for inclusion in the study was the need for a tha to treat an acetabular hip fracture. The cemented group was implanted with competitor products. Depuy products captured in this complaint: the uncemented group was implanted with a depuy tha consisting of a pinnacle cup and corail stem. The manufacturer of the liners and heads used were not provided but are assumed to be depuy. Results: this complaint will capture the adverse events associated with 6 specific patients. Patient 17: patient received a revision of unknown components to treat a deep infection and multiple dislocations 15 days after index tha. The patient then received an irrigation and debridement procedure to treat the deep infection 3 months after index tha and died postoperatively due to unspecified medical complications.